Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing (pstwos). Programming changes were made. There were no patient consequences.